Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® cat plus blood collection tubes, the stopper came out leading to cross-contamination. The following information was provided by the initial reporter: a sample vacutainer tube lid came off and 72 samples were contaminated in the automated blood sciences laboratory. I have been asked to see if the bd vacutainer can be quarantined.